Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced two syncopal episodes in one week. It was reported that a nips (non-invasive pacing study) was performed and revealed an inducible, sustained, monomorphic ventricular tachycardia (vt) with an inconsistent ability to anti-tachycardia pace the patient into a sinus rhythm. The patient was sent home post-nips, but re-admitted to the hospital three days later with poorly controlled vt that required external shocks. Attempts to reprogram the device or control the vt with medication were unsuccessful and the patient's ejection fraction worsened. The patient requested dnr status and passed away 6 days later. This device was retrieved from archive for further investigation.